Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was unresponsive and numbers were scrolling on the display. The customer's mother did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 540 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.